Event description:
It was reported that, when the pump was read and then re-read, the elective replacement indicator (eri) went from 79 months to 10 months and ¿it put some crazy dose in¿. Every time the pump was read, it would give different readings that were never programmed into the pump. Upon viewing the pump printout, it was seen that a simple continuous daily rate had been entered as a flex basal rate in error, which would explain the drastic change in eri and the percent increase of the dose. The reporter confirmed that the pump had not been updated with these settings. It was also reported that, on (B)(6), the pump was updated to 125mcg/day and was again updated three minutes later to 130mcg/day. When the healthcare provider (hcp) re-interrogated the pump at some point later, it still read 125mcg/day. However, on the day of report, the interrogation correctly showed 130mcg/day. It was additionally indicated that the time was changed on the programmer and then a print report was created, but the print report showed the old time. It was noted that the programmer contained a new aar card and safe-state had not occurred. The device system was used to deliver lioresal. On the next day, it was reported that the clinic was seeing discrepancies with the time in the reports, specifically the ¿examined at¿ time. The printouts still showed the old time after re-interrogating. That same day, it was reported that the patient was doing well and was without an interruption of therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (X2). (B)(4).